Event description:
It was reported during a retrospective study, the doctor observed non-union of the unk tm spine implant at level c5-c6 following 2 years after index operation. It was noted that the pt did not want to receive further surgery and that there was little symptomatic impact. This pt is participating in a (B)(4) study, but the adverse event was observed prior to the study initiation.

Manufacturer narrative:
Investigation is in progress.